Event description:
The patient had "some arrhythmia issues six days after implant but these resolved". Reported cause of death was hemorrhagic cva. The patient did not have an autopsy.

Event description:
It was reported that the patient had a hemorrhagic cerebral vascular (cva) attack and subsequently died. The patient had been implanted with a ventricular assist device (vad) on (B)(6) 2014. At the time of the cva it was reported that the patient's mean arterial pressure (map) was within limits and the inr was 2.4. The facility stated that "we didn't see anything obvious in the chart" and that the patient was "very sick going into the surgery and the left ventricular assist device (lvad) was a bit of a [?]hail mary'."

Manufacturer narrative:
The external equipment will not be returned, the facility uses it for demonstration or they "recycle" it. After further review of additional information received and have been updated accordingly.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including stroke and death, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device remains implanted.